Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. A call placed to technical services on 4/17/2013 states that this lead got yellow alerts for low ra impedance. Ra lead impedance dropping below 200. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).